Event description:
The pt called lfs and alleged that her meter was reading inaccurately high and that she went to the hospital approximately 2 weeks ago. She also reported that she was unable to test for 3 days prior to going to the hospital. She could not describe what the problem was with the meter other than, "it was not reading correctly." The pt reported results prior to the hospital visit of: 167, 256, 290, 116, 146, 171, 209, 205, and 162 mg/dl (she could not specify when these results were obtained). On the day that she went to the hospital, she reported having a headache, feeling sick to her stomach, and dizziness. She did not attempt to test before going to the hospital. Her blood glucose was tested upon arrival and the result was 52 mg/dl. She was given an IV, which contained glucose. The pt continued her diabetes regimen, which is 70/30 insulin: 65 units during the day and 30 units at night. After the hospital visit, the pt was referred to her physician, who gave her a prescription for nausea and an infection. The pt did not have her meter available to troubleshoot. The testing technique was incorrect and the technique for cleaning the puncture site was also incorrect. The pt did not have control solution to troubleshoot. This complaint is being reported as the pt alleged that her meter was not working and the meter issue remains unresolved at this time. The pt stopped testing on her meter and during that time, became symptomatic and required medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.